Event description:
It has been reported to philips that the allura's image disk was full and prevented generation of new images. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was in clinical use because the patient was on the table, and the problem occurred before the procedure, causing it to be delayed. Analysis of the system log files identified a malfunctioning of frontal image processing pc (ip-pc). A remote service engineer (rse) troubleshot the system remotely by recreating the image store and the system was returned to use in good working order. The codes were updated based on the investigation outcome.